Manufacturer narrative:
Correction to h6 due to additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Edwards has provided the following guidelines/instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A complaint history review on confirmed device complaints (returned and no product returned) for the commander delivery system (all models and sizes) was performed. Additionally, prior closed complaints for similar events and root cause identification were also reviewed. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors: withdrawal of burst balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty or inability to withdraw system through the esheath were unable to be confirmed neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, complaint history review, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'while moving the balloon noticed balloon was filled with blood'. Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules and or pre-existing stents can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that '+2cc was added to the delivery system.' Overinflating the balloon above the prescribed nominal inflation volume may lead to the balloon bursting upon inflation. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst calcified nodules. It is possible that these two factors (pre-existing valve) combinedly contributed to the event. Available information suggests that patient (pre-existing valve) and procedural factors (over-inflation of balloon) may have contributed to the reported event. As reported, 'during removal of commander and esheath there was resistance'. The balloon burst altered likely the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing. Note: this report was created to capture the balloon burst. A second medwatch report was submitted for the migration of the device. Per the report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve transfemoral tricuspid valve replacement procedure for a 29mm sapien 3 valve in a preexisting 29mm non-edwards valve, there was a lot of movement with the valve due to motion and breathing during deployment. At the start of deployment, the valve was in a good position, but eventually moved too deep into the right ventricle and was embolized. While they were removing the delivery system post deployment, it was noted that the inflation device filled with blood showing the balloon ruptured as it was being removed. There was resistance met in the esheath so the decision was made to remove the esheath and delivery system as a whole. A 26mm gore dry seal was put in the vein and the team was able to pull the valve into the right ventricular outflow tract (rvot) with a balloon and expand it further with a 30mm non-edwards balloon to achieve effacement with the rvot wall. A 2nd valve was prepped and deployed with a great result. The patient remained stable throughout the procedure.